Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast prostheses implantation with unspecified mentor saline breast implants required additional surgical intervention within a week of original surgery for unknown procedure. The patient reported she spent the next 14 years seeing physicians for thyroid issues, mental illness, and numerous kidney issues. The patient reported that she was bedridden, in constant pain, and could not work or be a mother. The patient underwent explantation on unknown date. She reports that since explantation, she doesn't have any of the symptoms she had before. The patient also reported that she breastfed with the implants for 2 years, but no specific problem was reported. No product malfunction, such as deflation, was reported. Since no date of explantation was reported, it will be estimated as (B)(6) 2019. This report is for the first of two devices.